Manufacturer narrative:
This device was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that six months ago, the remaining longevity was three years. Now, the device has tripped elective replacement indicator (eri). Boston scientific technical services (ts) explained the effect eri has on the device's features. It was suspected the depletion was a result of the device being in retry mode as a result of high threshold measurements on the right ventricular lead. It was indicated a revision procedure would be scheduled. This device was explanted. No adverse patient effects were reported.